Event description:
The user reported that pad sparked. Upon further investigation, we found that the cord was broken at the housing.

Manufacturer narrative:
The user reported that pad sparked. Upon further investigation, we found that the cord was broken at the housing which caused the cord to spark.